Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction or reported issue.

Event description:
The consumer stated that her ubk sleek unknown tampon came apart upon removal and tampon pieces remained inside of her. No further information is available.